Event description:
It was reported that during a normal atrial fibrillation (afib) procedure, a transseptal puncture was required due to patent foramen ovale. There was no steam pop and no difficulties. The procedure ended well and the patient was sent to recovery. A few hours later, the patient suffered a pericardial tamponade. The physician performed a pericardiocentesis and the patient was fine. Upon request, the bwi field representative provided additional information on the event. The event was life threatening. The event was a pericardial effusion leading to a cardiac tamponade. A pericardiocentesis, pericardial puncture and drainage were performed. This event required extended hospitalization. The patient fully recovered. The prognosis for the patient was good. There was no impact on the future well being of the patient. The physician¿s opinion regarding the causality of the adverse event was that it was possibly device related and procedure related. The physician did not consider the event¿s causality was due to any malfunction of bwi products. The patient¿s baseline status before the procedure was healthy.

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. Concomitant products: non-navigational cables: model #: 39e-43r, lot #: OEM_39e-43r. Ep - shuttle rf generator system - 100w: model #: 39d-76x, serial #: (B)(4). Coolflow pump: model #: m-5491-01, serial #:unknown. (B)(4).